Event description:
Pharmacist at the hosp, reported that "the device was implanted into a pt after the expiry date." Due to this event, pharmacist would like to know if there could be any adverse reactions or consequences for the pt.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report. The reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.